Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump has been running only up to half. Caution, filled with fluorouracil 3775 mg 75.5 ml (5 fu) and nac1 0.9% 20.5 ml. The pt has been noticed at home that the pump is not running.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). The device is currently shipping from the customer to bbm in (B)(4) for investigation. A follow-up report will be provided after the inspection results are available.